Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 29-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure (batch no. 948841) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 7 years 1 month after insertion of essure. On an unknown date, the patient experienced chest pain ("pain in the chest"), pain in jaw ("pain in jaw"), headache ("pain head"), arthralgia ("pain in joints"), toothache ("pain in teeth"), fatigue ("fatigue"), cyst ("cyst") and feeling cold ("feeling cold all the time") and was found to have blood pressure abnormal ("blood pressure") and body temperature decreased ("decreased body temperature"). The patient was treated with surgery. Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal, chest pain, pain in jaw, headache, arthralgia, toothache, fatigue, cyst, blood pressure abnormal, body temperature decreased and feeling cold outcome was unknown. The reporter considered arthralgia, blood pressure abnormal, body temperature decreased, chest pain, cyst, fatigue, feeling cold, headache, medical device removal, pain in jaw and toothache to be related to essure. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 29-sep-2020. The most recent information was received on 06-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure (batch no. 948841) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 7 years 1 month after insertion of essure. On an unknown date, the patient experienced chest pain ("pain in the chest"), pain in jaw ("pain in jaw"), headache ("pain head"), arthralgia ("pain in joints"), toothache ("pain in teeth"), fatigue ("fatigue"), cyst ("cyst") and feeling cold ("feeling cold all the time") and was found to have blood pressure abnormal ("blood pressure") and body temperature decreased ("decreased body temperature"). The patient was treated with surgery. Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal, chest pain, pain in jaw, headache, arthralgia, toothache, fatigue, cyst, blood pressure abnormal, body temperature decreased and feeling cold outcome was unknown. The reporter considered arthralgia, blood pressure abnormal, body temperature decreased, chest pain, cyst, fatigue, feeling cold, headache, medical device removal, pain in jaw and toothache to be related to essure. Lot number: 948841. Manufacturing date: 2012-02. Expiration date: 2015-02 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-oct-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.